Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissor shaft was sticky when being moved in and out of the harvesting cannula. The same devices were used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Investigation results: the visual inspection shows that, the cutting blade is hooked over one side of the bisector electrodes, and cannot be moved in or out. The complaint for the blade would stick is confirmed.